Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a posterior fusion using rhbmp-2/acs, autograft, dbm, other implants. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with l5-s1 spondylolisthesis. Lumbar radicular syndrome. Failed back surgery syndrome and underwent the following procedures: l5-s1 posterior spinal fusion. L5-s1 spinal instrumentation (custom spine issys with 5.5 x 40 screw at s1 on the right and 5.5 x 40 screw at l5 on the right. Iliac crest aspiration x 3. Allograft for spinal fusion. L5 laminectomy. L4 partial laminectomy. S1 partial laminectomy. As per op-notes, "surgeons performed iliac crest aspiration times three from the patient's iliac crest. This was combined with graft and local bone. They also had left over bmp . Surgeons chose the appropriately sized rod and locked it into place at l5 and s1 on the right side. The nuvasive implant was filled with bone morphogenic protein. The implant was tapped into place at the l5-s1 level "